Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 290 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels and pain, patient checked and saw that the cannula was not properly seated in the infusion site (back). The cannula was also found to be bent. As treatment for hyperglycemia, a new pod was applied.